Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, at the third firing, the surgeon clamped the tissue and pushed the green button and squeezed the handle few times. The surgeon fully fired the device and pulled the black return knob, however, could not open the jaws. Shook the handle a few times and removed the device with force, then the jaws opened. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.